Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -15.0 diopter was attempted to be implanted on (B)(6) 2022 using an sfc-45 cartridge but cartridge failure occurred. Reporter states "even if you pull the lens to the tip of the cartridge, the lens will return from the nozzle, so you cannot set it. Also, even if only bss is used in the cartridge, the lens will return." The lens was implanted and the problem was resolved due to another lot of cartridges were used. Cause reported as device and indicated the lens flows backwards when loading into the nozzle of the cartridge.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6- type of investigation: 4110- lens work order search: four similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected information: b5: the reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -15.0 diopter was implanted on (B)(6) 2022 using an sfc-45 cartridge but cartridge failure occurred. Reporter states "even if you pull the lens to the tip of the cartridge; the lens will return from the nozzle, so you cannot set it. Also, even if only bss is used in the cartridge, the lens will return." The lens was implanted and the problem was resolved due to another lot of cartridges. The cause of the event was reported as the device and noted "the lens flows backwards when loaded into the nozzle of the cartridge". Additional information: h6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6: type of investigation: 4110 - lens work order search: three similar complaint type events reported for units within the same lot. Claim#: (B)(4).